Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a kink/bent was noticed at the proximal end of the webster¿ electrophysiology catheter, near the electrodes, the catheter was replaced, and the issue was resolved. The issue did not result in wires exposed or any lifted/sharp rings. There was no difficulty during the insertion or removal of the catheter. The sheath used was an 8fr sheath. Later in the atrial fibrillation (afib) case, during waiting period cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 280 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Patient stayed overnight to monitor the effusion. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation with the thermocool® smart touch® sf bi-directional navigation catheter. The irrigation was set at 8 and 15 m/min. No error messages were observed on any biosense webster, inc. Equipment. The thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the lasso catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system indicated to re-zero the catheter. The tip/ spline bent/tip twisted issue was assessed a not reportable issue.